Manufacturer narrative:
The software investigation determine that they were unable to determine the probable cause of the reported issue. Logs were reviewed and provided no indication that a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. No parts were replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional claimed that close to the skull base, the navigation was 2mm inferior to the actual location. The scan was a full head scan, and the registration accuracy metric was 1.8. Surface accuracy was not off at all. After re-registering, the rest of the case had good accuracy. There was less than an hour delay in the procedure. No impact on patient outcome.